Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilation. However, on initial inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a different device. There was no patient complication nor injury reported.